Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, asthma. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, asthma. Medical intervention was not specified. The device was returned to product investigation laboratory, and they observed the following sound abatement degraded foam indications. Product investigation laboratory initiated therapy with the device and verified airflow. Product investigation laboratory observed the following from an external and internal inspection and found dust-like contamination at the air inlet of the blower box. Dust-like contamination was on top of the blower motor. Dust-like contamination on blower box. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 0 errors were logged. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and were most likely from an external source. Box h, box d, box e has been updated.